Manufacturer narrative:
Return of product has been requested. Reporter returned the product on 20-jun-2017. Product investigation is in progress.

Event description:
Cut center of my tongue, metal pin in brush head cut tongue [tongue injury]. Brush head came apart and it cut tongue - oral-b brushhead [injury associated with device]. Brush head came apart, round top part came off, metal pin sticking out of the top of the brush [device breakage]. Case description: a (B)(6) old male consumer reported spontaneously via phone on (B)(6) 2017 that the oral-b dual action or dual clean brushhead that he was using for his oral-b rechargeable toothbrush, version unknown came apart while he was brushing his teeth that day. He described that there was a metal pin in the brush head that was exposed after the top of the brush head came off; this cut his tongue down the middle. He rinsed his mouth with peroxide and the cut seemed to be improving. He described that the brush head he normally used looked like it had a round part at the top; it had a second part at the bottom that stayed intact, just the round top part came off. This was not the first time the consumer had used these particular brush heads, and he used them twice a day. Product use was ongoing. He did not seek any advice from a health care professional. The case outcome was improved. Relevant history: allergy/intolerance - no. No further information was provided.

Manufacturer narrative:
28-jul-2017 product investigation results: reporter returned the product on (B)(6) 2017. Refill brush is a dual clean. Consumer complained that "...toothbrush came apart while I was brushing my teeth today. There was a metal pin in the brush head that cut my tongue... The brush head I normally use looks like it has a round part at the top. It has a second part at the bottom which stayed in tact. The round top part is the one that came off. Now there is a metal pin sticking out of the top of the brush..." The product was received and investigated. It was found that it was the lower bristle mount detached due to wear of plastic material, especially at the latching hook; reason for the excessive wear is the usage of abrasive toothpaste in combination with insufficient cleaning. The oscillating disc on the top of the brush was still properly fixed and with the safety pin in assembly position; so there was no metal pin sticking out of the top of the brush.

Event description:
Cut center of my tongue, metal pin in brush head cut tongue, tongue injury. Brush head came apart and it cut tongue - (B)(6) brushhead injury associated with device. Brush head came apart, round top part came off, metal pin sticking out of the top of the brush device breakage. Case description: a (B)(6) year old male consumer reported spontaneously via phone on (B)(6) 2017 that the (B)(6) dualaction or dual clean brushhead that he was using for his (B)(6) rechargeable toothbrush, version unknown came apart while he was brushing his teeth that day. He described that there was a metal pin in the brush head that was exposed after the top of the brush head came off; this cut his tongue down the middle. He rinsed his mouth with peroxide and the cut seemed to be improving. He described that the brush head he normally used looked like it had a round part at the top; it had a second part at the bottom that stayed intact, just the round top part came off. This was not the first time the consumer had used these particular brush heads, and he used them twice a day. Product use was ongoing. He did not seek any advice from a health care professional. The case outcome was improved. Relevant history: allergy/intolerance - no. No further information was provided.